Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations could not replicate the customer reported issue but confirmed through system logs. Upon visual inspection, the unit¿s top cover was found to have multiple scratches. The erbe was tested with the system, and it cauterized all ports and instruments without any issues. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of customer reported issue is attributed to a faulty electrical component inside the erbe generator. This error can be resolved through troubleshooting or replacement of the generator. This issue is captured in the is4000 family shared clinical risk analysis (818001-45, rev.au) via risk ID g4-sys-70289.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due error c-30. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during da vinci-assisted surgical procedure, clinical sales representative (csr) contacted intuitive technical support engineer (tse) to report that the customer was getting repeated c-30 errors on the integrated electrosurgical unit (iesu) or erbe when trying to fire energy. They had rebooted the erbe with no change. They were in the process of connecting the force triad generator to system to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Updated annex c - inv findings desc 1 to c070601 - deformation/distortion problem. Updated annex d - conclusion desc 1 to d11 - cause traced to user.

Event description:
Refer to h11 for follow-up information.